Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: dyndtn0601acs; batch#: 24036114. It was reported by the customer that fluid is leaking and spurting out randomly when drawing up in to the vial spike. No patient harm.

Manufacturer narrative:
It was reported by the customer that fluid is leaking and spurting out randomly when drawing up in to the vial spike. One sample was received for quality evaluation. Visual examination of the sample indicates that blood or medication has leaked past the seal between the vial adapter and the vial. Testing of the product was not possible due to the amount of dry blood/medication contaminating the product. The customer complaint of leakage was confirmed. A root cause could not be determined because the product received was not able to be tested. The product was not operational do to residual medication and / or blood, affecting the products function. A device history record review for model dyndtn0601acs lot number 24036114 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.